Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that their staff reported to be having a flickering screen issue, but when the iabp was checked they could not duplicate the error and the iabp unit was working fine. The customer tried moving the coil cable, performed the display test in service mode and it seemed to have no issues. The unit was then released and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had the screen flickering. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3221) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had the screen flickering. There was no patient involvement, and no adverse event reported.